Event description:
All other steam pouches on the market are labeled that lumens can or cannot be sterilized in sterile processing dept. Hospitals and ambulatory surg centers. Not this one, when asked rep/educator stated sure you can, where does it say that? Response was only it doesn't say you ¿can¿t¿, other companies say no lumens because they did not test for lumens. Why can this company be wishy-washy about something can affect patients if things are not sterile? Please assist they (health mark) needs to say one way or the other- thank you. Product is attached for your review.